Manufacturer narrative:
Eval of the returned product found that the unit powers on but there is no alarm tone when weight is off the pad. The fail safe does not work. The tone selector does not work. The battery door is missing. MFR references (B)(4).

Event description:
Customer claims that the alarm has no power when tested with new batteries, no visible damage detected on the case. There was no pt incident or injury reported. Inspection of the returned product found that the unit powers on but there is no alarm tone, the fail safe does not work.